Manufacturer narrative:
No unexpected button error alarms noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump had alarmed button error during normal use. Customer's blood glucose was unknown. Customer was advised to revert to back up plan and the device needed to be replaced. Customer agreed to return the device for further analysis. The insulin pump is being returned for further analysis.